Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. It was recommended that the customer replace the overlay switch or power management board. The customer replaced the power switch overlay and the issue was resolved. The unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
It was reported that a check vent alarm 1105- alarm light emitting diode (led) failed occurred. There was no patient involvement.